Manufacturer narrative:
There was no excessive "no delivery" alarm during testing. The pump passed prime test, excessive no delivery test and displacement test. The pump failed to vibrate during self-test due to vibrator motor connector broken black wire. The pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their insulin pump has not been vibrating for months. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised that the device would be replaced and returned for analysis.